Manufacturer narrative:
Evaluation summary: a female patient reported that the dose window of her humapen ergo ii was blurred. She experienced hypoglycemia. The investigation of the returned device (batch 1404d01, manufactured april 2014) found the lens was cloudy likely due to exposure to alcohol while in the field. The device met functional requirements and met dose accuracy and glide (injection) force acceptance criteria when setting the dose by counting clicks. No malfunction was identified. The user manual provides proper care and storage directions. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use or storage. Damage to the dose window occurred while in the field (not related to the manufacturing process). The patient used the device when the dose window was cloudy. These issues may be relevant to the complaint of hypoglycemia.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program, concerned a chinese female patient of unspecified age. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) cartridges, via a reusable humapen ergo 2, 4 iu three times a day (morning, noon and evening) subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date. On (B)(6) 2015, the numbers on the dosage display window in the injection pen could not be read, it blurred (pc 3510796, lot 1404d01); the patient only could see 4 units when adjusting the dose, which led her to receive 28 units. This caused her hypoglycemia (blood glucose values were not reported) and she was admitted to hospital for treatment. By (B)(6) 2015, she was still hospitalized. The outcome of hypoglycemia and the status of insulin lispro treatment were not reported. The patient and her doctor operated the device. It was unknown if they were trained on device usage. The duration of use of the device was approximately 2 years. The device was returned to the manufacturer on (B)(6) 2015. There was evidence of improper use as the patient used the device when the dose window was cloudy. No malfunction was identified. The reporting consumer did not know about the relationship between insulin lispro and hypoglycemia. Reporter did not provide an actual opinion of causality between the event of hypoglycemia and the humapen ergo 2; however a fault on its display caused the patient to receive 28 units instead of 4 units, which was what she needed. Update 27-nov-2015: initial and follow up information received on 21-nov-2015 and on 23-nov-2015 respectively, were processed at the same time. Update 09-dec-2015: information received on 04-dec-2015 via a psp. Pc 3510796 was added into narrative and processed accordingly. No additional clinical information was added to case. Update 12jan2016. Additional information received 12jan2016 from the product complaint safety database. To the device tab entered malfunction as no , improper use and storage to yes, date of manufacture, device age, date returned to manufacturer, entered the european and canadian device fields (EU/ca), entered the med watch fields, entered the device specific safety summary (dsss), and updated the narrative accordingly.